Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during fill 3 of 5 was confirmed because the home patient (hp) stated that he had connected an extension to the patient line after priming, which is a use error that can cause system error 2240. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 3 of 5 on the home choice (hc). The home patient (hp) stated he was connected and that he had connected an extension to the patient line after priming. The technical service representative (tsr) instructed the hp to cycle power twice to press go to start. The tsr had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. The tsr advised the hp to contact the nurse. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, she was not aware of the alarm and had talked to the home patient (hp) recently. Ps advised the pd rn that the patient line extension was added after the set was primed. The pd rn stated she would follow up with the hp's daughter as she is the one that sets up for therapy. The pd rn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.